Manufacturer narrative:
The hill-rom technician found the cord to be worn out. He replaced the ac plug and the bed functioned to specifications.

Event description:
Information received indicated the bed's ground impedance is out of specifications.